Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('requesting they be removed/I just had mine out/coils are gone'). In an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced blepharospasm ("eyelid twitching"). The patient was treated with surgery (medical device removal/hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. And the blepharospasm had resolved. The reporter considered blepharospasm and medical device removal to be related to essure (ess205). The reporter commented: patient was requesting all xrays from time, she had put in. Which was almost 10 years ago, till her last xray they had on file. She was also requesting they (essure) be removed. Patient's doctor told her she did not need a pap anymore, because she does not have her cervix, only her ovaries. Concerning the injuries reported in this case, the following one was reported via social media: adverse event. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: new event: eyelid twitching was added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("requesting they be removed / I just had mine out") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient was requesting all xrays from time, she had put in which was almost 10 years ago till her last xray they had on file, she was also requesting they (essure) be removed. Concerning the injuries reported in this case, the following one was reported via social media: adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("requesting they be removed / I just had mine out") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient was requesting all xrays from time, she had put in which was almost 10 years ago till her last xray they had on file, she was also requesting they (essure) be removed. Concerning the injuries reported in this case, the following one was reported via social media: adverse event. Most recent follow-up information incorporated above includes: on 4-sep-2018: product removal details added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.